Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. The additional prostyle device referenced is being filed under separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, cuff misses suture retrieval issue occurred with two prostyle devices. Resistance was felt when the second prostyle device was attempted to be removed from the anatomy. A surgical cutdown was performed to retrieve the prostyle device. The lever was returned to its original position and the foot retracted prior to removal. No resistance was felt during advancement of the prostyle device into the anatomy. No tissue damage occurred and the device was retrieved as a single unit with no separations. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.